Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was over 80 mg/dl at the time of the call. The customer wanted their sensors replaced because the sensors are not working properly. The customer was informed to contact the help line when they are able to troubleshoot the issue. The customer was transferred to the customer support center for more assistance. The customer did not return the product back for analysis.